Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI: (B)(4). The returned products were visually inspected and the reported event (debris in packaging) was confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the products when they left zimmer biomet was non-conforming. The root cause of the reported event is the operator not following instructions during the manufacturing process which indicates a manufacturing deficiency. A corrective action has been initiated to address the manufacturing deficiency. This product falls within the scope of a corrective action which is reviewing all bridgend confirmed coobs for debris in packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: part: 51-106110 - 0001825034-2019-01352. Part: 51-149050 - 0001825034-2019-01353.

Event description:
It was reported that during incoming warehouse inspection debris was found in the sterile packaging. Attempts have been made and no further information has been provided.